Event description:
Country of complaint: (B)(6). Threads tears easily during suturing.

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Manufacturing site evaluation: samples received: 29 unopened units. There are no previous complaints of this code/batch, all units manufactured have been distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.